Event description:
The manufacturer representative reports a pt is very sleepy and non-responsive following a suspected pocket fill. The pt's pump was refilled in the morning. The hcp noticed a small swelling over the pump site while performing the filling procedure. The drug used in the pump is baclofen 2000 mcg/ml. The pt began to feel very sleepy and non-responsive. Pulse and respirations were okay. Upon further investigation, it was found the pt rec'd 5 mls of 2000 mcg/ml baclofen subcutaneously. The pt's respirations and pulse were still good but the pt remained sleepy and non-responsive. The hcp was to continue monitoring of the pt. Additional information has been requested from the hcp but was unavailable on the date of this report.